Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that there was a left hip revision on patient/ patient presented with pain came to doctor who took an x-ray which appeared to show some sort of disassociation - surgeon took another x-ray with a different machine and the second x-ray showed no issue/disassociation. Surgeon stated that patient had gained 100 lbs since primary hip surgery. Surgeon revised mdm liner, cup and head revised with regular poly and head.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. An event regarding dislocation involving an mdm liner was reported. It could not be confirmed if the device dislocated, nor could a dislocation related to the adm liner and metal femoral head be confirmed due to the lack of clinical information. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. No allegation of failure was reported. Further to this the event related to a dislocation involving the mdm, adm and femoral head. The stem remained implanted no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device remains implanted.

Event description:
It was reported that there was a left hip revision on patient/ patient presented with pain came to doctor who took an x-ray which appeared to show some sort of disassociation - surgeon took another x-ray with a different machine and the second x-ray showed no issue/disassociation. Surgeon stated that patient had gained 100 lbs since primary hip surgery. Surgeon revised mdm liner, cup and head revised with regular poly and head.